Event description:
It was reported that the patient had inappropriate shocks due to oversensing during the patient's supraventricular tachycardia. The patient was walking at the time of the shocks. There was intermittent supraventricular tachycardia and non-persistent ventricular tachycardia. The patient's intrinsic morphology was varying from narrow to wide, and the rate kept changing. Technical services discussed the electrograms with the caller. There were no additional adverse patient effects. The system remains implanted.